Event description:
Reportedly, the ventilator was changed from ac powered to battery power while in use on a patient; however, the ventilator did not operate on battery. It was also reported that there was no alarm at the time of the incident. The patient was manually ventilated until he/she was transferred to a second ventilator. Please note that there was no serious injury in this case.